Manufacturer narrative:
Arjo was informed by the customer representative about arjo auto logic pump malfunction. Following the information reported, the patient (98 years old female) was found, by the facility staff, between 3am and 4am on the totally deflated mattresses (included sub-mattress). The caregiver found that the pump was turned off and did not activate a low pressure alarm to alert about malfunction. The patient did not sustain an injury as an outcome of this event. The facility reported that the same issue occurred on 3 another arjo auto logic systems, so three additional reports were submitted under manufacturer report no: 3005619970-2020-00005, 3005619970-2020-00007, 3005619970-2020-00008. The faulty system (mattress and pump) was excluded from use and evaluated in arjo service center. The reported issue cannot be confirmed as the system evaluation did not confirm the alleged issue. No air leakage and no issue with the alarm was found, the mattress and the pump worked correctly. Device instructions for use, IFU 630933en rev.7 from apr 2018 includes following information: ¿it is the responsibility of the care giver to ensure that the user can use this product safely¿ ¿the auto logic systems are indicated for the prevention categories and/or management of all of pressure ulcer, when combined with an individualised, comprehensive pressure ulcer protocol: for example, repositioning, nutritional support, skin care. Selection should be based upon a holistic assessment of the patient¿s individual care needs.¿ in conclusion, arjo auto logic system was being used for treatment at the time of the event. Arjo has decided to report this complaint due to the allegation that the patient stayed the night on the totally deflated mattress (included sub-mattress) and a low pressure alarm was not activated although a patient did not sustain injury. The system did not meet the performance specification.

Manufacturer narrative:
(B)(4). The facility reported that the same issue occurred on 3 another arjo auto logic systems, so three additional reports were submitted under manufacturer report no: 3005619970-2020-00005, 3005619970-2020-00007, 3005619970-2020-00008. Collecting of information is ongoing. Results of the analysis will be provided to the follow-up report.

Event description:
Arjo was informed by the customer representative about arjo auto logic pump malfunction. Following the information reported, the patient was found by the facility staff between 3am and 4am that she stayed the night on the totally deflated mattresses (included sub-mattress). The caregiver found that the pump was turned off and did not activate a low pressure alarm to alert about malfunction. The patient did not sustain injury as outcome of this event.